Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages on patient side associated to stirring mechanism that does not start (e05 code) and to stirring mechanism blocked or too slow (e07 code). Turning the device on and off did not improve the situation. In addition, there was also a burning smell. The issue occurred during maintenance activity. There was no patient invovlement.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirring motor was stuck and a burnt smell from the stirring motor was also confirmed. In order to solve the issue, patient circuit bridge and circuit outlet ventilation valve, which are parts including the stirring motor, were replaced. After replacing the patient circuit bridge, it was confirmed that an error e05 code was displayed when powered on the machine. To solve it, cpu board was replaced. The water tank filter was replaced due to dirt and clogging. After performing temperature calibration, operational and functional checks were conducted confirming that there were no further issues. Therefore, the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11 complaints database review revealed that a previous similar event has been submitted for this unit since its installation in 2019 solved by replacing the stirrer motor, however no concerning trend was identified for this kind of issue. Based on the above, it cannot be ruled out that the stirrer motor was not able to turn freely due to corroded / rusted bearing, to which environmental conditions, such as water infiltration, humidity, condensation or high temperatures, might have contributed, and required a pump power overload to work, leading to an overcurrent that ultimately caused electrical damage to the board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.